Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap was protruded. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with detached end cap. Unable to perform any test due to detached end cap. The drive support disk was inspected and no anomaly noted. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.